Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the purchasing agent the hp052 is giving constant tones as reported by sales rep attending a previous case. It was also noted that the black cap on the electrical connector does not work. There was no consequence to the patient.